Event description:
A malfunction on the pump was reported by the caller, however, there were no notable events that occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.